Event description:
It was reported that the customer was hospitalized twice due to hyperglycemia. The date of the second event was (B) (6) 2010. The customer's blood glucose reading was over 1000 mg/dl at the time of one of the events. It was reported that the cannula looked "chewed up." Prior to the event, the insulin pump alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.